Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products; associated with MDR numbers 1225714-2014-00671, 1225714-2014-00672, 1225714-2014-00673 and 1225714-2014-00674.